Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of below 50 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer reported being taken to the emergency room by paramedics. The customer also reported trying to program a bolus of more than 25 units of insulin but the insulin pump would not allow him. The customer was advised that the insulin pump only allows a maximum bolus of 25 units. The customer declined to troubleshoot the insulin pump. No additional information was provided.